Event description:
This is filed to report migration, recurrent mitral regurgitation and medical intervention. It was reported that on (B)(6) 2022 a patient presented with grade 4 degenerative mitral regurgitation (mr). One mitraclip xtw was placed, reducing the mr to 2. On (B)(6) 2022, the patient returned for valvuloplasty of the aortic valve. It was noted that the mr had returned to grade 4. In the physician's opinion, only part of the flail was captured during the first clip intervention, and that over that time the flail segment worked itself out of the clip. A second intervention was performed with a second clip being placed at the location of the flail successfully, reducing mr to 1. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported migration (partial clip movement) appears to be related to patient and procedural condition. The recurrent mitral regurgitation (mr) appears to be related to the procedural condition of the partial clip movement. Mr is listed in the instructions for use as a known possible complication associated with the mitraclip procedures. The reported hospitalization and unexpected medical intervention were results of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.